Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's physician reported via phone call that customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2021. Customer's blood glucose level was 352 mg/dl at the time of hospitalization. Customer was treated with intravenous insulin drip at hospital. Customer showed symptoms such as feeling tired, weak. The insulin pump will not be returned for analysis.